Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The device was returned, analyzed, and no anomalies were found.

Event description:
It was reported that the patient developed sepsis after a pocket infection. The implantable cardiac defibrillator system was explanted and replaced. No further patient complications have been reported as a result of this event.